Event description:
Rptr has been diagnosed with palindronic rheumatism, rheumatoid arthritis, fibromyalgia, atypical connective tissue disease, raynaud's, depression, & have documented, insomnia, burning & tingling in joints, hair falling out, muscles jumping, irregular heart beats, memory problems, "wind tunnel" in ears, rashes, photo sensitivity, numbing in right cheek, rt thumb & feet, & chest pain. Ana titer went to 0. Implants removed. Both implants were ruptured.